Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised forced sensor system alarm. No unexpected rewind anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had alarmed compromised force sensor system while changing the infusion set. The customer's blood glucose level was 188 mg/dl. The customer was assisted in troubleshooting and it was reported that the customer was able to clear the alarm, but unable to complete the insulin pump rewind. During rewind, the insulin pump was filling and received another compromised force sensor system alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to put the insulin pump into storage mode. The insulin pump will be returned for analysis.